Manufacturer narrative:
Concomitant medical products: bd 10ml syringe 0.9% sodium chloride injection usp, lot 8044561, exp (B)(6) 2021; non-bd bifuse extension set, neopicc. The customer¿s report of leaking from two sites was confirmed; however the leaks were not on the same product as reported. Testing resulted in fluid leaking from both the top of the standalone maxzero valve and the top of the maxzero extension set valve. Further inspection of the maxzero extension set showed hoop damage on the valve top. The cause of the leak on the extension set's valve was hoop damage. The root cause of the observed damage was not identified.

Event description:
The customer reported that in the cvicu, there were 2 leakage sites on one product while medication was infusing. The customer states the areas of leakage have been labeled. There was no patient harm.